Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer did not have extra supplies during the call. After consulting with a healthcare provider, the customer planned to return home, load new supplies using the provided recommendations, monitor system function, and call back if needed.